Event description:
It was reported that the bd syringe 20ml ll syringe only mx bun was dirty. The following information was provided by the initial reporter, translated from spanish to english: 1 dirty piece.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-dec-2022. Investigation summary one 20 ml syringe sample and three photos received by our quality team for investigation. Upon visual evaluation of physical syringe, loose foreign matter inside the packaging of product , but outside the fluid path is observed. Photo displayed foreign matter on the syringe luer, therefore the incident is confirmed. Fourier transform infrared spectroscopy was performed to identify the foreign matter. The foreign substance was composed of fabric which is found in the production line transfer rails. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause for foreign matter is associated with fabric in production line which wears out, detaches, and adheres to the syringes.

Event description:
It was reported that the bd syringe 20ml ll syringe only mx bun was dirty. The following information was provided by the initial reporter, translated from spanish to english: 1 dirty piece.